Event description:
The customer stated that he tested his blood glucose using a contour and an elite meter. The contour read 551 mg/dl, while the elite read 149 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. The test strips are to be returned for evaluation, and replacement strips will be sent.